Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. A risk review was completed using d053660 ams800 hazard analysis and confirmed that the event of air in system/ component, disconnection, and fluid leak was defined in the product risk documentation; further urinary incontinence is defined as a known risk associated with the ams800 device. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on all available information, a clear probable cause for the event cannot be established; therefore, the conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) implant device noted their device was not functioning properly and they experienced recurring incontinence. The physician scoped the patient in clinic, and the urethra was open. When the perineal incision was made, the surgeon noticed the cuff tubing was not connected as it had come apart from the quick connect location, and lead to fluid loss and air in the device. The physician removed and replaced the device through replacement surgery, and the new downsized cuff was placed more proximally on the urethra. There were no further patient complications reported.